Manufacturer narrative:
Zoll med corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to cardiovert the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please reference medwatch report number 1220908-2011-00627 for this first device involved in this pt incident.